Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Field data review using data gathered via abbottlink from customers worldwide and inhouse testing of a retained kit suggested that the performance of the lot is as expected. Based on the investigation, no systemic issue or deficiency with the architect total b-hcg reagent lot was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect total b-hcg result of 24324.47 miu/ml was generated on (B)(6) 2021 for a patient sample that retested negative at <1.2 miu/ml. A new blood sample was drawn from the same patient on (B)(6) 2021 and the result was negative at <1.2 miu/ml. The patient was a (B)(6) female at the gynecology clinic with diagnosis of ovulatory bleeding/ectopic pregnancy. No adverse impact to patient management was reported.